Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. It was noted that stent struts from the most proximal stent row were slightly flared and raised distally. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that a difficulty crossing event occurred. The 30mm x 4.0mm, 90% stenosed target lesion contained no bend and was located in the mildly tortuous and moderately calcified left main and left anterior descending arteries. Pre-dilation was performed with an unspecified balloon catheter. A 4.00x28mm promus element stent delivery system was selected to treat the lesion; however, the device but was unable to cross the lesion. The procedure was completed with a 4.0x32mm promus element stent delivery system. No patient complications were reported and patient's status was stable. However, returned device analysis revealed proximal stent damage.